Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and elevated iop. Lens remains implanted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).